Event description:
The hosp staff attempted to administer external pacing to a 79 year old male. The operator attempted to increase pacing current but allegedly could not get the pacing current to increase above 0 ma. The device also displayed a pacing leads off message. A backup device was available but the attending physician elected not to use it. The pt was not resuscitated. The attending physician indicated that pacing therapy would not likely have helped the pt's condition.